Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and a high impedance as well as a clot device malfunction occurred. The displayed impedance was increasing after 10-points ablation as continuing the ablation, the impedance was displayed 300 ohm. The catheter was removed from the patient's body and a clot was found on the distal of the catheter. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. This event is being reported because due to the clot, as it might be a potential risk to the patient and could be related to other serious adverse events. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. Per our IFU: "when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and high impedance as well as a clot device malfunction occurred. The displayed impedance was increasing after 10-points ablation as continuing the ablation, the impedance was displayed 300 ohm. The catheter was removed from the patient's body and a clot was found on the distal of the catheter. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. This event is being reported because due to the clot, as it might be a potential risk to the patient and could be related to other serious adverse events. The returned device was visually inspected upon receipt and found in good physical condition. The clot was not present on the distal section of the catheter. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Manufacturer narrative:
The device investigation is still in progress. (B)(4).